Event description:
On (B)(6) 2012 - chemo port inserted by dr. (B)(6) using derma +flex qs to secure the port. Patient presented to urgent care on (B)(6) 2012 with blisters, area swollen over port site, dark ecchymosis. Port site intact but superficial sloughing of skin "peeling derma bond like substance on skin over incision. Dr. Intervened on (B)(6) 2012 and "as much of derma bond peeled off as possible." Patient maintained port and received chemotherapy treatment. No infection reported.

Manufacturer narrative:
Upon receipt of the adverse event notification from the distributor, the user facility was contacted by (B)(4) clinical specialist. An investigation questionnaire was completed and a time line assembled. Responses to questions indicated that the patient was chemotherapy compromised and receiving a newly inserted port for drug delivery as the time of device use. Port incision was approximately 1 cm in depth inserted with a 25 ga needle. Port was secured with sutures and derma+flex qs topical tissue adhesive. We were advised by (B)(6) that at 48-72 hours post op there was an "excess of glue" on the port site and the surgeon who saw her described the issue as superficial cellulitis and proceeded to "pull of the excess of glue" peeling off glue and underlying tissue causing the wound to pull apart. Patient had a reaction around IV site as well, although no glue was used. Patient described as extremely compromised. In this case, it was determined that too much product was applied to the patient which was then forcibly and incorrectly removed by the surgery center causing damage to the skin and pulling apart the wound. The initial user who applied the glue applied too much and therefore did not follow the manufacturer's instructions for use, enclosed within the device package, which define the appropriate indications for use and application technique. We have determined that user error was the major contributing factor to this incident and no corrective actions on the part of the manufacturer will be taken at this time. The patient retained the initial port that was inserted and no infection was reported.